Manufacturer narrative:
Covidien/medtronic reference number (B)(4). In follow up communications with the reporter she stated that she does not believe that the endotracheal tube caused the patient death. No autopsy was performed since patient died in the intensive care unit (ICU) and they declared it a natural death. The endotracheal tube will not be returned as it was discarded after extubation. This report is regarding the first of two tubes used in this event. The second tube is reported on our reference 2936999-2016-00012.

Event description:
The customer reported that the endotracheal tube's cuff was checked prior to use and there were no issues. The patient was intubated but the cuff was leaking and a second intubation was done. The second tube also leaked. The patient died eight hours later. The reporter does not believe that the endotracheal tube caused the patient death.